Event description:
A false low advia centaur cp cortisol result was obtained for a patient sample. The result was obtained after dexamethason administration. Repeat testing was performed on the patient sample and the results were high. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant cortisol results.

Manufacturer narrative:
The cause for the discordant cortisol result is unknown. The quality control and the calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.